Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate of 0 units. The customer reported that the insulin gauge should have had 130 units of insulin remaining in the cartridge. There was no reported impact to the customer's blood glucose level. The customer reloaded the cartridge successfully and received an accurate fill estimate.